Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. Complaint of pump lost programing could not be verified in testing. However the findings believe the event was caused by no power to the aaa batteries and the low battery notification. The device labeling is attached and indicated this device needs internal battery back up after two days. No action was taken, as no fault could be found.

Event description:
Information received a smiths medical cadd ms3 gray slate pump lost programming. This occurred while not in patient use as reported.

Manufacturer narrative:
Information was received on 20-apr-2020 indicating that the event occurred during use, no patient consequences were reported. It was also noted that the patient subsequently switched to a different pump.